Event description:
The facility representative reported an infusion pump with an unknown failure. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17 2007. Evaluation summary:the unknown failure was confirmed to be fail code 703 during product evaluation. This fail code was associated with the user interface module communication with the pump head module. The user interface module was defective and was replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.